Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced a hypoglycemia event on (B)(6) 2026, which occurred on the third day after insertion. The insertion site was the abdomen. Patient taken carbohydrate intake and the symptoms observed included sweating and hunger. No further information available. .